Manufacturer narrative:
Insulin pump received with blank display after boot up followed by a watchdog alarm due to moisture damage on all electronic assemblies. Unable to perform insulin pump self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents meas. Due to blank display and watchdog alarm. Unable to verify unexpected restart alarms or no delivery alarms due to blank display and watchdog alarm. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and deep scratches near lcd window.

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarm. Device had a blank display. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.